Event description:
Invalid result(s). Called in because she purchased a flowflex plus kit and no results displayed. No lines appeared in the test area. She followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. She is not able to provide a picture.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4080014 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples from cfl4080014 meet the qc criteria. There no was the complaint issue from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation". H3 - device evaluated by manufacturer. H6 "adverse event problem" - event problem and evaluation codes such as "investigation. Findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - updated based on manufacturer investigation.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). Called in because she purchased a flowflex plus kit and no results displayed. No lines appeared in the test area. She followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. She is not able to provide a picture